Manufacturer narrative:
The sample was submitted for investigation. A specific root cause was not identified. During the investigation, a slight pre-wash interference was confirmed which indicates the potential for an interferent. Interferences are documented in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.

Event description:
This report, while being submitted as an initial report, is a follow up report for medwatch 1823260-2014-10126. Roche diagnostics has implemented a new software system and must report this follow up report in this manner due to system design. This situation will only occur for cases reported initially in the prior software system. Refer to sections for new information regarding the event reported in medwatch 1823260-2014-10126.